Event description:
It was reported to philips that the ac led lights were not illuminating and that the device failed to charge the installed battery due to a faulty ac module (037111). There was no patient involvement.